Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) unit failed electrical test failure code #50. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) stated he had checked and found that the unit needs replacement of motor control pcb. To resolve the issue he replaced the defective motor controller pcb with a new one under cmc. Then the unit was working satisfactorily only in ac mains. Unit needed replacement of batteries - 2no.s. Customer had to purchase the batteries 2no.s as soon as possible. There was no patient involvement, and no adverse event was reported. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The national repair center installed the motor control board into the cs300 test fixture and tested the motor control board as per the cs300 service manual part number 0070-00-0689 revision v. The nrc could not verified the failure of the motor control bd. After multiple attempts. No error code 50 was observed. Retaining the motor control board in the nrc per procedure (B)(4). The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.